Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for undefined high rv and superior vena cava (svc) coil impedance. A fractured of the rv lead was suspected. It was noted that alert triggered after the patient received a kick to the chest while kick boxing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.